Manufacturer narrative:
According to the report, bioglue was used for obliteration of the proximal false lumen in an ascending aorta replacement for acute aortic dissection. The dissection extended near the coronary ostium. Several hours post-operatively, cardiac electrogram showed blockage in the left main trunk. A stent was placed with medical therapy. The heart function of the patient has not improved because several hours had passed after development of myocardial infarction. The patient continues to receive percutaneous cardiopulmonary support. A clear cause of the blockage in the left main trunk is unknown. The two surgeons involved with the case have conflicting opinions as to cause of the reported event. One surgeon (doctor a) believes that the lma obstruction was due to redissection into the coronary artery. The other surgeon (doctor b) believes that bioglue "flew into the false lumen of the coronary" causing compression. The surgeon who applied the bioglue stated to cmi that "bioglue was used with great caution such as de-airing, priming, and application quantity." However, it is unknown if any type of catheter was placed into the coronary artery during application. The lot number was not reported with the complaint details and could not be obtained. Therefore, a review of the manufacturing records could not be performed. In considering the two differing opinions offered by the surgeons, the opinion of doctor a, the operating surgeon, seems to be more plausible. First, extension of a dissection into the coronary arteries is a well-recognized complication of ascending aortic dissection. If there has been a dissection into the lma at the time of bioglue application and bioglue has been introduced into the false lumen leading to compression of the true lumen, then it would seem logical that the patient would have experienced signs of coronary insufficiency immediately after restarting the heart. The development of ischemic signs several hours after surgery would imply that the obstructive process occurred sometime after the surgical procedure. In addition, the apparent inability to improve heart function with stenting could also indicate continuing dissection into the lma and the lad or lcx. The concept of polymerized bioglue "flying" into the false lumen, while not impossible, is much less likely. In theory, fragments of bioglue could dislodge and embolize, but embolization further into a nonpressurized false lumen should not cause significant compression of the true lumen. However, if the false lumen was under pressure due to continuing dissection, as is doctor a's opinion, then the true lumen could be compromised irrespective of whether bioglue had dislodged or not. Without an autopsy, a definitive conclusion regarding the event cannot be determined.

Event description:
According to the report, bioglue was used for obliteration of the proximal false lumen in an ascending aorta replacement for acute aortic dissection. The dissection extended near the coronary ostium. Several hours post-operatively, cardiac electrogram indicated blockage in the left main trunk. A stent was placed and medical therapy provided. At the time of report, the heart function of the patient had not improved as several hours had passed after development of myocardial infarction. The patient continued to receive percutaneous cardiopulmonary support. The cause of blockage in the left main trunk is unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.